Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator exhibited low pacing impedance and under-sensing. Further information was not available.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119409.